Event description:
The customer reported that a pcu powered down after the battery discharged, resulting in the powering off of 4 modules that were infusing levophed, vasopressin, dobutamine, and propofol. Reportedly the pcu had been connected into a power receptacle all day before the event. When the pcu alarmed, "low battery, plug in", the nurse attempted to connect it to other power receptacles without no success; and the alarm would not clear. When the nurse then switched the 4 infusions to a different pcu, the patient's blood pressure dropped to 40mmhg via doppler, but returned to normal a few minutes later without additional intervention. The next day the decision was made to withdraw care and the patient expired; the patient's infusions had been withdrawn and the patient's death was not associated to the reported event.

Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report of a battery discharged event was confirmed and replicated during testing. The root cause was a depleted battery. The customer's report that the pcu alarmed "low battery, plug in" and would not clear when the nurse connected it to other power receptacles was not confirmed or replicated. The root cause was not determined. Visual inspection of the device noted no issues related to the battery. The customer reported that levophed, vasopressin, dobutamine, and propofol were powered down during the battery event. Review of the pcu event logs confirmed vasopressin, propofol, and norepinephrine (levophed) were infusing, but recorded the fourth infusion as a basic infusion at a rate of 990ml/hr. Further review of the pcu event logs confirmed that the pcu was operating on battery power with four pump modules actively infusing, when it experienced a "battery discharged" alarm and all channels went into a pause state. No low battery (lb1) or very low battery (lb2) alerts were confirmed prior to the battery discharge event. A short time later the user acknowledged the "battery discharged" event by pressing the confirm key; at that time the alaris system shut down. The pcu was found to have been charging on ac power for 6 hours and 16 minutes just prior to the event. During testing the customer's battery, verified to be a carefusion battery with date code 1404 ((B)(6) 2014), exceeded the battery runtime specification, experiencing a "battery discharged" alarm after 4 hours and 18 minutes. However, no low battery (lb1) or very low battery (lb2) alerts occurred prior to the battery discharge event. Depleted batteries caused by frequent use of battery power and insufficient battery charge cycles can have a very sharp rate of discharge in their voltage level, bypassing the low battery (lb1) and very low battery (lb2) alerts. The alaris system directions for use recommends that the battery capacity be checked at least once every 6 months. A new, fully charged carefusion battery was temporarily placed into the customer's pcu for testing purposes and another battery runtime test was performed. Testing confirmed that the system exceeded the battery runtime specification, experiencing a "battery discharged" alarm after 4 hours and 13 minutes. Low battery (lb1) and very low battery (lb2) alerts were also confirmed as required prior to the battery discharged" event. The root cause of the customer complaint of a "battery discharged" issue was due to a depleted battery. The root cause of the customer complaint of not being able to clear the low battery alarm after plugging in the pcu to a/c power was not determined.

Event description:
The received customer medwatch states: "despite being plugged in, the pump began alarming, "low battery, plug in". The rn tried other plugs with no success and continued to received the same message. Eventually, the pump shut off and the rn had to switch the IV drip to another IV pump, the pt's bp dropped further during the switch, pt recovered to baseline once the drip was restarted. MFR: please note that we do not send products to the MFR, but you may arrange or pick-up by calling my number below."

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.